Event description:
The customer indicated that they observed droplets of fluid on the foil of gel cards that had been processed on the ortho provue analyzer. Fluid on top of the gel card foil can lead to carry over and / or cross contamination, which can lead to erroneous test results and transfusion of incompatible blood. Erroneous test results were not reported.

Manufacturer narrative:
An ocd field engineer (fe) visited the site and indicated that the intake tubing to the pump was crimped and the tubing sleeve was not properly feeding through the probe tubing. The fe straightened the crimped tubing, replaced the probe, wash station and reattached the tubing, returning the instrument to expectation operation.